Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Device evaluation: the healon was not returned therefore, an investigation could not be performed and the customer's reported event could not be confirmed. Manufacturing record review: a manufacturing record review could not be performed as a model and lot number of the product was not known, provided. Labeling review: the directions for use (dfu) adequately provides instructions, precautions, along with warnings for the proper use and handling of the product. Based on the results of the investigation; no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device manufacture date: unknown, as product lot number was not provided. Attempts were made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during phaco with use of healon, the doctor noticed vitreous and a vitrectomy was required. Further information indicated that the cannula for the healon became separated from the device during use. It is unknown if this led to the vitrectomy. The cannula guard, that is used to hold the cannula in place, may not have been utilized in this incident. No further information was provided.